Manufacturer narrative:
The system was evaluated at the site. The reported issue could not duplicated. No further issues reported.

Event description:
A site representative reported that the surgeon felt he was several mm off on his pedicle fixation while doing a 1 level spinal procedure. A reference frame was added 1 level above the pedicle. The use of the navigation system was discontinued. There was no impact to the patient reported.